Event description:
It was reported that the bd micro-fine¿+ pen needles was unable to deliver insulin. The following information was provided by the initial reporter: this report is about clog issue. The patient complained that when the product was used, no drug solution came out.

Manufacturer narrative:
H.6. Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd micro-fine¿+ pen needles was unable to deliver insulin. The following information was provided by the initial reporter: this report is about clog issue. The patient complained that when the product was used, no drug solution came out.